Manufacturer narrative:
Continuation of concomitant products: 0125 lead, implanted (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronic high threshold. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.